Manufacturer narrative:
Product evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Scarce amounts of viscoelastic solution were observed on the cartridge indicating product use. Heavy dent/distortions, stress marks and a crack defect were observed on the cartridge tip. The reported complaint for cartridge crack was verified. The lens was observed stuck in cartridge. The plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. Manufacturing record review: the pcb00 manufacturing process record was evaluated. There were no discrepancies found during the review that were related to the reported complaint. The documentation showed that the production order was manufactured according to specifications. The operators conduct a cosmetic inspection and optical measurements along with inspection of the pushrod-plunger assembly for defects. The lenses were manufactured within specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review for this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use of the intraocular lenses in conjunction with the preloaded delivery system. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the customer pushed the lens thru the cartridge, the lens came thru the side. There was patient contact but no injury reported. No further information was provided.